Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (15 mg/ml at 3.589 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient was in the emergency room due to sudden symptoms of withdrawal. The pump logs were checked and it was confirmed that reset and safe stat occurred. No further complications have been reported as a result of this event.